Event description:
Related manufacturer reference number:2017865-2023-25071. It was reported that patient's atrial and right ventricular lead exhibited noise oversensing. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. Electrical tests did not find any indication of conductor fractures, but did find an internal short. Further analysis noted a breach of the inner insulation due to suture sleeve tie down forces. All other damages found are consistent with procedural damage.